Event description:
It was reported that during follow-up in clinic, high out of range, pacing lead impedance was observed on the right ventricular lead. Lead fracture was also noted. A car accident is suspected to be the reason of the issues. The lead was capped and replaced on (B)(6) 2017. Patient went home next day after the procedure with no complications.